Event description:
It was reported that the customer required assistance of intravenous electrolytes to treat a blood glucose (bg) level (bg value not provided) and low sodium level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered based on customer's bg. Tandem technical support (cts) was unable to complete troubleshooting with the customer; therefore, the alleged root cause was unable to be confirmed. Multiple contact attempts were made by cts to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B2, b3, b5, d10, h6: remove 4614 and add 4607 and 61. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) level was above 400 mg/dl. Reportedly, the customer administered a manual injection to address bg. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2022 and was treated with intravenous fluids of saline and insulin. At the time of the event, the customer did not observe any issues with the insulin, cartridge, infusion set tubing, or infusion set cannula in use. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. The customer was released from the hospital after approximately 8 days on (B)(6) 2022 with the issue resolved and no permanent damage. Tandem technical support (cts) verified in the pump data logs that the control iq software was performing as intended, customer acknowledged and understood.